Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified left superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. The balloon was initially inflated at 14 atmospheres. However, during the second inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified left superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. The balloon was initially inflated at 14 atmospheres. However, during the second inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient condition was good.